Event description:
It was reported that there was air in the merit manifold which was subsequently injected into a pt during a diagnostic angiogram. There was no effect on the pt. The complainant indicated that they also found air in the manifold during prep.

Manufacturer narrative:
The investigation is currently underway. Although the subject device was not returned, merit is testing devices from lots that are likely to have been the same as those distributed to the complainant. A supplemental report will be submitted when additional info is available.